Event description:
Patient revised because of loosening, osteolysis, and polyethylene wear.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine the root cause of the reported poly wear. Although unable to confirm, the reported femoral loosening was likely a result of the reported osteolysis. The investigation did not indicate the need for corrective action. The insert and patella product codes are obsolete items. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.